Event description:
The pt reported her insulin infusion device has gone into the stop mode 3 times without her knowledge. She stated she woke up this morning with a blood glucose reading of 46 mg/dl. She said she ate and bolused 2 units of insulin through her infusion device to cover her meal. She stated this afternoon she felt very tired, and when she checked her device noticed it was in stop mode, and was not beeping or vibrating. She said she tested her blood glucose and her reading was 565 mg/dl. She treated her reading by bolusing 15 units of insulin through her infusion device. The pt stated she will switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.